Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. One sample was returned for review. Functional testing of the sample confirmed leakage at the hub of the device. A small pin hole on the hub was found under magnification. A definite root cause for the damage to the catheter hub could not be established. It could not be determined if the damage was the result of mishandling during assembly, unit storage, shipping, or an event within the user environment. Since a definite root cause could not be established and there have been no other complaints regarding this issue with this part number or lot number, no corrective action will be taken at this time. However, argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A nurse reported ¿line was inserted on (B)(6) 2024 as a PICC line. X-ray to check for central line placement was displayed that the line was not central. Line was left in the midline. On (B)(6) 2024, infusate was leaking from the site but there was no site infiltration. Infant was on tpn/il, required piv to continue parental nutrition. Standard procedures were followed during insertion, line was left as midline after unsuccessful PICC attempt, x-ray done as per protocol to follow up line placement, line was monitored hourly prior to resetting ivf pump. They only have two lot #¿s on hand so we can confirm lot # when product is received.